Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter is bent in the proximal section and the catheter is perforated in the middle of the device and the distal section. The complaint was confirmed, the device has the catheter bent in the proximal section, the catheter is perforated in the middle of the device and the distal section. Review and analysis of all available information indicate a root cause of handling damage. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during unpacking it was observed that the plastic sheath was split and the wire was exposed. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable. This event has been deemed a reportable event based on the investigation results; flare detached.